Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix extended and retracted smoothly and within specification.

Event description:
Nineteen days post implant it was reported that a right ventricular (rv) lead integrity alert was triggered. The rv lead was oversensing, had high sic (sensing integrity counter) counts and there was a high threshold measurement. Additionally, there was no capture at eight volts and t-wave oversensing was observed. The patient was brought in for a rv lead revision procedure. Lead was attempted to be repositioned but the helix mechanism stopped working during the revision. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.